Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient reported that soon after the mesh was implanted, they experienced discomfort in the groin, pelvic area, stomach and tailbone along with pain down the left leg, buttocks and thighs, and when sitting, standing or lying down. A razor sharp pain is felt when moving. The patient also experienced severe internal damage, pain while urinating, repeated bladder infections, vaginal discharge, incontinence, constipation, bleeding, rashes, red crusted painful spots and constant itching and crawling sensations under the skin. The patient is under care for long term chronic mesh post op complications, inflammation and severe internal pain and discomfort. The patient is currently seeking to have the mesh removed. No additional information was provided.